Event description:
Same patient as 2134265-2009-04929. It was reported that during a carotid artery stenting procedure, the patient experienced bradycardia. The target lesion was located in the right ostium of the internal carotid artery, and was treated with a filterwire ez and placement of a carotid wallstent. The site reported an adverse event of bradycardia occurring during the index procedure. It was treated with placement of a filterwire ez and placement of a carotid wallstent. The lesion was post-dilated, residual stenosis was unknown. The bradycardia was treated with medication and the event was considered resolved without residual effects the day of the procedure. The patient was discharged the next day.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.